Event description:
Patient underwent hip procedure on (B)(6) 2010. Surgeon reamed and broached for a 13mm stem. The 13mm stem subsided to an unacceptable position. The surgeon reamed and broached for a 14mm stem, and was satisfied with the trial reduction. The 14mm implant subsided to an unacceptable level. The surgeon repeated these steps with a 15mm stem, but it subsided to an unacceptable position as well. The surgeon finished the case using a synergy stem, but only after a delay of more than half an hour had occurred.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. (B)(4).

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. User facility concluded that event was not device related.(B)(4)

Event description:
It was reported that the patient underwent a hip procedure on (B)(6) 2010. Surgeon reamed and broached for a 13mm stem. The 13mm stem subsided to an unacceptable position. The surgeon reamed for and broached for a 14mm stem, and was satisfied with the trial reduction. The 14mm implant subsided to an unacceptable level. The surgeon repeated these steps with a 15mm stem, but it subsided to an unacceptable position as well. The surgeon finished the case using a synergy stem, but only after a delay of more than half an hour had occurred.